Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported underinfusing, which was reproduced. The pump was tested and found to underinfuse from the range of 6.25% to 12.90% lower than expected volume delivered. Evaluation found that both valve and both finger pressure plates were over traveled, which will restrict the volume to be infused and cause an under infusion. The door was reworked to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, it failed to deliver the programmed amount (under infusing 6.25% to 12.90 %). There was no patient involvement.